Event description:
New information received noted that the patient presented in clinic for follow up on 10nov2019. Upon review, it was revealed that the right atrial lead exhibited atrial lead noise. No interventions were made at this time. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise which resulted in false automatic mode switch episodes. No interventions taken at this time. There were no consequences to the patient.

Event description:
New information received noted that the right atrial lead was explanted and replaced. There were no patient symptoms reported.